Event description:
Event description guidant received information that this transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) successfully converted the patient's ventricular fibrillation (vf) with two shock deliveries. The second shock triggered a shorted lead indicator. The lead and device were later replaced, as this out-of-range impedance indicates that therapy may not be available for any subsequent episodes.